Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (not registering in battery charger) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was not registering in a patient's battery charger.